Event description:
I had neck fusion on the (B)(6) 2020 via (B)(6) ne, with dr (B)(6), and woke up the next morning with no use of my right arm. I still only have about 50% of use. I just got an MRI this year (I have a new dorsal spine stimulator in my back and it now allows for an MRI which could not be done before now) and it showed that the shoulder was torn. I had shoulder repair surgery (B)(6) of this year, and it was not torn after all. The surgeon took off 1 cm of bone from the collar bone, cleaned up the bursa and some arthritis and sent me home. I am doing physical therapy since (B)(6) 2020 and continue to do so, hoping the nerve will come back, because that apparently is what is causing the loss of use. Multiple tests show that the c 5 and c 6 nerves are most likely the cause and or the ones affected. The doctor on the morning of the 7th after when asked why I could not use my arm said it happens to about 5% of the people and takes about 4 to weeks to clear up. Then she said it beeped, I am sure it beeped. At the next appointment or a later follow up one she said the same thing. When I started asking around about what reactions I could have had from surgery I get a call from her, I had advised her at that time that the shoulder was torn. She said she did not know how that happened but mentioned something about the nerves. My back surgeon did indicate that sometimes a shoulder gets torn when being restrained during surgery, and if that happens they just fix it (but again I could not get an MRI until this last year) but again turns out it was not torn. He also does neck fusion surgeries and is well versed in them (wish I had waited for him to do it). So no one knows why I do not have full use of the arm and what caused it. There was some mention of parsonage turner syndrome, but another surgeon said no. I had received a shingles shot in the left arm and the next day, my right arm felt like someone had socked it, this was my 2nd shot for shingles. So it was 9 months after that shot that I had the neck surgery. So my back/neck surgeon said it was not parsonage turner syndrome that caused the nerve issues. FDA safety report ID#: (B)(4).